Manufacturer narrative:
Investigation: a visual inspection revealed that the dissection tip was missing about half of the proximal circumference. The detached pieces were not received. The remaining circumference was fractured. There was no evidence of blood. Based upon the visual observations, the reported complaint for "tip fractured" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure for an infrainguinal bypass, the user saw a fractured fragment from the conical dissection tip. The dissection was already done when he withdrew the endoscope. The fragment was inside the tunnel, it came from the superior part of the conical tip. The user had to make a small skin incision to get out the fragment. The reported unit was used to complete the procedure. The hospital did not report any pt effects. The product was returned.